Event description:
It was reported that non-sustained lead noise episodes and pacing inhibition were observed due to myopotential oversensing. The patient is pacing dependent and the ventricular rate decreased. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.